Event description:
It was reported the pt wanted device/lead removed. There was no pt injury. The pt recovered without sequela. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.